Event description:
Provider states the patient has been complaining of the chair stopping suddenly and displaying a red error screen on the chair ((B)(4)). The chair was repaired by swapping joystick on (B)(6) 2012 by (B)(4). End-user states was burning a brush pile on or around (B)(6) and went to spray diesel fuel on fire at close range. End-user then attempted to drive in reverse away from fire, but claims chair halted and the red error screen came up again and the chair would not move. End-user received burns on legs and torso. End-user is currently an inpatient at the (B)(6) hospital in (B)(6) as a result of these burns.